Manufacturer narrative:
Approximate age of device ¿ 2 years and 2 months. The pump remains in use supporting the patient. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The pump remains in use supporting the patient. No further issues have been reported. The report of low flow alarms was confirmed through the evaluation of the submitted log file. A root cause for these alarms could not be conclusively determined. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient's system controller was exchanged due to low flow alarms; however, the alarms continued after the exchange. The patient reportedly has a known history of issues with low flow and red heart alarms.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during the patient¿s clinic visit, it was noted that the patient experienced multiple low flow alarms, and the patient complained of dizziness. The pump speed also decreased from 9400 rpm to 9000 rpm. The event log was submitted for review by the manufacturer¿s technical services group and the low flow events were confirmed. The event log recorded 92 low flow events. Additional information has been requested from the hospital staff; however, no further information has been provided.